Event description:
Immediately after implanting the streamline tl construct, it was discovered that one of the screws had disassembled. The surgeon chose to leave this disassembled screw implanted.

Manufacturer narrative:
After review of the intra-operative film on the disassociation of this screw it has been determined that the screw was driven deeper into the vertebral body at l5 than what is defined in the surgical technique and when it was attempted to be attached to the rod the screw yoke pulled away from the screw.